Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient never recovered after implantation. The death was considered to be not device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient never recovered after implant and ultimately expired on (B)(6) 2022. The outcome was not considered to be device or therapy related, and the device reportedly operated as intended. An attempt was made to obtain additional information regarding the reported event; however, the hospital would not provide any further information. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device had operated as expected.